Event description:
It has been reported that one unspecified bd¿ syringe has been found causing needlestick injury after use. The following has been provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that the staff member was stuck by tb syringe after using lidocaine and before safety was engaged. Event description per attached email states: "5/19: mor(1)-stuck by tb syringe after using lidocaine and before safety engaged."

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure. H3 other text : see section h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ syringe has been found causing needlestick injury after use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the staff member was stuck by tb syringe after using lidocaine and before safety was engaged. Event description states: "on (B)(6): mor(1)-stuck by tb syringe after using lidocaine and before safety engaged."